Event description:
The customer reported that during an operation on the heart pacemaker, smoke came out from the inside of the arm cart. The operation was suspended. The machine was rebooted and the operation was continued by using another machine. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the dc power supply. The system operates as intended.